Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated that insulin was squirting out and they were unable to exit the preparing to prime loop. The drive support cap was noted to be sticking out. Customer's current blood glucose reading is 178 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.